Manufacturer narrative:
Bci field service engineer (fse) was dispatched for this event. Fse inspected the wash well and replaced the drain line fitting and primed the wash well. Water then drained out of the well correctly. Instrument was primed without errors.

Event description:
A customer contacted beckman coulter inc. (Bci) to report that the immage 800 had flooded from the reagent probe wash station. Customer was not exposed to the spill.